Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the fiber was bent and fractured at the proximal end of the metal cap. The glass cap exhibited moderate devitrification at output window and the metal cap exhibited severe tissue adhesion on the surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Due to the observed fiber cap fracture, the reported event of fiber cap/tip burn, fiber stopped working and device goes into standby was confirmed. The fiber was tested with hene (helium-neon) laser fixture, aim beam was present at the fractured/bent location. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the fiber fracture and fiber bent occurred due to external mechanical force (stress) from the fiber handling technique contributing to the fracture near the proximal end of metal cap. Based on the analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal cap became black and burned, the fiber stopped working and the laser went into standby mode. The fiber was observed to be in good condition after unpacking and preparation, and cooling saline was properly connected to the fiber. A second fiber was utilized to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis found that the fiber was bent and fractured at the proximal end of the metal cap.